Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the lrf ring was used a week prior. The doctor noticed that the patient came in and it was noted that a piece of the strut was missing. Removed the entire frame.

Manufacturer narrative:
Evaluation summary: the reported event that telescopic strut break could be confirmed. Based on the investigation, the bajonet bolt breakage was attributed to an overloading with a foreign instrument. Indications for any material, manufacturing or design related problems were not determined in the investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time.

Event description:
It was reported that the lrf ring was used a week prior. The doctor noticed that the patient came in and it was noted that a piece of the strut was missing. Removed the entire frame.